Manufacturer narrative:
The technician found the fuse in the head section was blown. The technician replaced the fuse to repair the bed.

Event description:
Info received indicated the head section will not go up.